Manufacturer narrative:
Additional information: d9, g2, h2, h3. One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During a redo atrial fibrillation procedure, when the catheter was inserted into the sheath there were bubbles in the infusion tubing. It was also noticed that the catheter was pulling air. The sheath was replaced and the procedure was successfully completed with no adverse patient consequences.